Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, chest injury (car accident) (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation (left: revision, right: primary) with two unspecified mentor textured gel breast implants and experienced bilateral chest injury, right-sided breast pain, left-sided local reaction and deflation postoperatively. The patient experienced trauma due to the seat belt from the car accident. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal without replacement on (B)(6) 2021. Upon explantation, the left-sided device was found to be deflated, and fluid was observed in the left capsule. This report is for the right-sided prothesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the complaint device. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspected medical device is a 325cc mentor siltex round moderate profile prosthesis (catalog #: 3542650, lot #: 5841087). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. There is a discrepancy between the reported implantation date (B)(6) 1996, and the manufactured date of the returned device (B)(6) 2008. Follow-up is in progress for clarification. If additional information is received in the future, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).